Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Hp cable had a clog in the water hose not allowing the proper water flow all the time.

Event description:
While using a g1000 scaler, the unit had an overheating handpiece; no injury resulted. However, during the device evaluation a clog was found in the water hose not allowing proper water flow.